Manufacturer narrative:
One bellatek® hybrid bar 4 implants, cshy04 was returned for investigation. Visual inspection via naked eye and camera magnification revealed remnants of acrylic material from the denture and appeared worn. The condition of the bar was consistent with use over several years. The break in the bar was observed on the left distal extension. Digital design file review was not needed for this evaluation. The product was shipped in october 2012 and has therefore, been in use for upward of 6 years. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number (1114532). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Design review and approval was requested and received by the customer. No other patient factors/ conditions were provided and/or identified to be related with the reported event. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. Therefore, based on the visual and physical inspection, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bar fracture (cshy04) between tooth location 20 and 21. No damage to the implant was reported.